Event description:
It was reported that during reprocessing a fenestrated bipolar forceps instrument, a broken wire in the wrist was found. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one conductor wire broken at the yaw pulley exit. The wire was detached from its connection at the instrument's grip. Electrical continuity testing was performed and failed. The yaw pulley showed no signs of arcing. An additional observation not reported was a frayed pitch cable at distal idler. No damage was found on the pulley or clevis. An additional observation not reported was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded the indentations were likely due to mishandling / misuse. An additional finding not reported were various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable and tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.